Event description:
Pump was returned on 5/10/2024 and evaluated. The MDR reportability of this complaint was being upgraded to "yes", as the abrupt power off found in the event log review was determined to be reportable according to the updated MDR decision tree guide. Patient was involved, but not harmed.

Manufacturer narrative:
This complaint record was being reopened for device evaluation due to the device being returned on 05/10/2024. The historical test records were reviewed in the qos system. The device had passed all tests. There are no previous complaints on this device. Complaint evaluation was completed on 5/17/2024. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, which help explain the reported condition by the end user, as the pump lost its battery and powered off. An abrupt power off can be seen below on event lines 0-3 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction and the instances found in the event log. Functional testing did confirm the reported condition but was unable to be duplicated during testing. Reported issue found, device does not meet specification. A CAPA had been opened in order to fully investigate and address the root causes of the reported events. This MDR will be reopened and updated in the event the device involved or additional information becomes available. [Reference: complaint # (B)(4)].